Event description:
The customer contacted baxter's technical service center regarding a shock going through his left leg during therapy on a homechoice (hc) machine. The home patient (hp) has not had to go in for medical treatment for it and he was able to complete therapy. The shock was described as a jolt in the left leg while the hp was lying down that continued throughout therapy. He denied touching any metal part of the hc or any other electrical device. There were no burn marks or other form of injury. The hp stated there were no leaking bags or moisture near the hc, no defects were apparent in the power cord, and he denied any spills on the hc. The outlet was grounded. The hp stated he used only dry paper towels to clean the hc. There was no mention of cleaning fluid or disinfectants. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives, and the hp agreed to use manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported electrical shock. The reported issue was neither confirmed nor duplicated during pal evaluation. Assignable cause was undetermined. The device was sent for servicing.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.